Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided showed that a locking cap has dissociated from the screw head on the right side of l4. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a creo mis locking cap has become loose five months post-operatively.